Manufacturer narrative:
Additional information:(street1, MFR city, region, postal code),evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, the capsule was retrieved by snare, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. They were able to start the procedure with another capsule. The delivery system and capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, the capsule was retrieved, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure, and showed the esophagus to be normal. They were able to start the procedure with another capsule. The delivery system and capsule will be returned for investigation.